Manufacturer narrative:
Analysis results - product was not returned to confirm a malfunction has occurred.

Event description:
Customer stated that while using his sonicate toothbrush, the plastic part of the brush head touched his tooth and the tooth chipped.